Manufacturer narrative:
Cephalohematomas are collections of blood that accumulate under the periosteum of the skull bones, usually the parietal, and are limited to the confines of a cranial bone because the periosteum is continuous with the pericranium through the suture lines. Reported incidences for cephalohematomas range in vacuum and spontaneous deliveries range from 1 percent to 25 percent with a mean incidence of 6 percent. The wide variation in reported incidence may be partly explained by the fact that cephalohematomas may develop several hours and sometimes days after the birth and also because small hematomas may pass unnoticed or the diagnosis may be incorrect. Cephalohematomas that occur during a vacuum delivery have been associated with poor cup application on the fetal scalp and difficult deliveries. Resolution of cephalohematomas occurs rapidly over a matter of days but large cephalohematomas may take longer, possibly two or three weeks to disappear completely. Complications are rare and no specific therapy is required.

Event description:
Event description provided by the distributor: "junior reg applied cup - pop off, it was discarded. Dr (B)(6) applied second cup (sample enclosed) baby made progress, slow loss of suction. Baby delivered with cephalohaematoma, went to nicu. Baby and mum are fine. Lot olm recorded 171117"